Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account to determine the right siderail power control board assembly needed to be replaced. Per the hill-rom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in march 2016. It is unknown if the facility performed any other preventative maintenance on this bed. Hill-rom technical support contacted the account two additional times trying to confirm replacing the right siderail power control board assembly resolved this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the bed's head section was raising by itself. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).